Event description:
It was reported that during a laparoscopic cholecystectomy procedure, during the loading process the clips appeared not to be loading correctly. As a result, the clips were not forming normally. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: additional information: complaint states that the clips were not loading correctly causing the clips not to be formed normally. Were the clips loading sideways? No. Were the clips multi-feeding? No. Were the clips dropping/ejecting from the jaws unformed? Yes. What was the clips formation? Scissored, clip gap, tear drop? Normal. Which firing of the device did this event occur on? 2nd or 3rd. What vessel or structure was the device fired on at the time of the event? Artery. Was the clip fully advanced into the jaws prior to firing? Not sure. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No did anything unexpected happen prior to this incident? No was the device fired after this incident in or out of the patient? Yes what were the indications for surgery? What was found? The clips were dropping out of the gun. Does the patient have any relevant history of surgical treatments? Na. Did somebody other than the primary surgeon fire the instrument? No. The analysis results found that the device was returned in good visual condition.  In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.